Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing discomfort and swelling at her scs ipg pocket site. It was also reported, per the patient, the scs ipg pocket site ¿feels hot¿. Additionally, the patient believes the scs ipg may have shifted as the patient can feel the edges of the scs ipg. Follow-up identified the swelling issue has resolved. The patient is being monitored by the physician.